Event description:
It was reported that before an unknown procedure, the outer box was damaged (tyvek). Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 2/24/2026. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the el5ml devices was returned inside it's original packaging unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot a98424 number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the damage occur right out of the packaging or in the operative field? The issue was found before opening the package. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Tybec. Or was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? No could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? The tybec was damaged. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Ragged was sterility compromised as a result of the packaging damage? Yes.